Event description:
New information received indicates that another instance of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were recommended. Patient will be scheduled for follow-up.

Event description:
New information received indicates that another instance of post-paced t-wave oversensing on the ventricular channel was observed via stored egm. The patient was asymptomatic. Programming changes were made and the device remains implanted.

Event description:
It was reported that episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via stored egms. Patient was asymptomatic. Programming changes were made.